Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. Boston scientific technical services recommended further troubleshooting. This pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. Boston scientific technical services recommended further troubleshooting. This pacemaker and competitor ra lead remain in service, and there were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in-service and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinical observation was likely a result of known inherent risk, e.g., pacing impedance low out of range measurement.